Event description:
Event occurred in egypt. It was reported that patient experienced bent cannula event on (B)(6) 2026, causing flow blocked alarm.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.